Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer replaced the battery and the insulin pump still does not work. Customer advised while brushing their teeth they placed the device on the sink where there was water present. Troubleshooting for moisture damage was performed. Customer advised there is fluid inside the lcd screen. Troubleshooting for keypad anomaly was performed. Customer advised the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip. No steam noted under the display window. The insulin pump had moisture damage on the electronic assembly and on the motor.